Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to motor encoder signal out of phase. The motor position encoder error alarm could not be confirmed due to erased history file. The device also had a cracked reservoir tube lip and scratched reservoir tube window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during rewind. The alarm history showed some motor error alarms and a motor position encoder error alarm. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.